Manufacturer narrative:
(B)(4). Device evaluated by MFR:  the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified left anterior descending artery. A 2.25mm x 15mm nc emerge® balloon catheter was advanced for dilation. However, during the first inflation below the nominal pressure, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported.